Event description:
An operator was removing a tube from the sample wheel and cut her finger on the imt probe. The cut was disinfected and bandaged. The operator is receiving triple therapy.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the cut finger was the operator's failure to follow proper directions for removing a sample from the sample wheel. The instrument is performing within specifications. No further evaluation of the device is required.